Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07-jun-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of follow up information received from the reporter 21-jul-2015 revealed that the reporter did not make any allegation of a pump defect, malfunction or delivery problem. The reporter had not alleged any harm to the patient associated with the use of the device per service request sr 1-9587586965. Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: review of the black box data revealed records dated 14-feb-2016 through 22-feb-2016. The data from the date of the alleged issue were overwritten due to continued use of the device. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering programmed basal rate until deliveries were halted by user at 02:32 am on 22-feb-2016. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.